Event description:
One therapy pca was returned to failure analysis (fa) for evaluation. The operational check was run. The test automatically failed the ¿shock¿ button test, and failed the ¿therapy¿ test when the sync button was pressed. Fa found verifying the isolated power supply voltages revealed that tp69 (p+5 vdc) was 0v. This was traced back to transformer t5, where it was observed that pin 7-10 had cold solder. After re-soldering the lifted pins, the operational check was re-run. There was no patient involvement.